Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely physical stress was applied to distal end and caused breakage of distal cover and/or forceps elevator. This may have caused the leakage to occur. However, the specific root cause could not be determined at this time. The suggested event can be detected by handling the device in accordance with the instructions for use (IFU): -reprocessing the endoscope(and related reprocessing accessories): leakage testing of the endoscope. The suggested event can be prevented by handling the device in accordance with the IFU: -important information ¿ please read before use_ warnings and cautions: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and confirmed the plastic cover damage had a leakage . Additional findings include; air/water cylinder and suction cylinder had no color. Water tightness of the forceps elevator was lost. Forceps channel port was shaved. Flexible printed circuit and circuit board is dirty due to water leakage. Distal end had discoloration. Light guide protector was damaged. Objective lens had a crack. Connecting tube had a scratch. Universal cord had coating peeled. Due to annual inspection, parts must be replaced. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator had a leakage. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.